Manufacturer narrative:
Additional information was provided in b.5. Corrected information was provided in h.3. And h.10. Evaluation summary: the product history and batch records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. No supplemental report will be required as the additional information provided indicated that the iol was exchanged for a difference of 2.5 diopters of power which would reasonable suggest a preoperative calculation error. Had this information been received prior to submission of the initial medical device report the reported event would not have been reportable. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the iol was exchanged for a difference of 2.5 diopters of power.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A physician reported a surprise myopic outcome of two diopters following an intraocular lens (iol) implant procedure. The iol is sitting anteriorly in the bag. Additional information was received indicating that the iol was exchanged three weeks after the initial implantation procedure. The patient experienced blurry vision. There are two medical device reports associated with this patient. This report is for the right eye.